Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
It was reported that the gamma nail that was implanted in 2006 was revised five months later. Pt was doing leg presses three months later when felt hip "give way".